Event description:
The patient's electrode reportedly extruded into the external auditory canal. The patient continues to benefit from the device. Surgery to explant the patients c1 device to be scheduled.